Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles in humidifier chamber. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles in humidifier chamber. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer also received humidifier. An internal visual inspection of the device and humidifier was completed by the manufacturer and found rusted humidifier an unknown contaminant on the iso port, a brown unknown contamination was on the enclosure top under the right-side accessory door, tobacco-like brown stains were on the interior surfaces of the top and bottom enclosures as well as the front and rear panels, black particulates were observed in the enclosure bottom, unknown contamination was observed on the blower box outlet, unknown black particulates were observed in the blower box, unknown contamination was observed on the air inlet at the filter area. The manufacturer also found bio-contamination was observed on the flip lid seal, unknown contamination was observed inside and around the tubing connector, unknown contamination and hair-like contamination was observed in the humidifier enclosure, hair-like contamination was observed on the dry box seal, red colored bio contamination was observed in the water tank, brown colored contamination was observed in and around the dry box, unknown black particulates were observed on the dry box seal, red colored contaminant was observed in the humidifier enclosure bottom. The manufacturer unable to found evidence of sound abatement foam degradation because the sound abatement foam had been removed. The device's downloaded event log was reviewed by the manufacturer and found 12 errors. The manufacturer concludes multiple contaminations of dust, hair, bio-contamination, unknown contamination found were inconsistent with the device and humidifier. The manufacturer unable to find evidence of sound abatement foam degradation. In this report, section b3, d9, d10, g3, h3, h6 has been updated or corrected.